Event description:
Tech alleged no siderail functions resulting in a loss of head up.

Manufacturer narrative:
Tech checked error codes which indicated that left and right caregiver boards and cables were defective. He replaced left and right boards and cables which repaired bed. No injury reported.